Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial procedure on (B)(6) 2020, physician had a difficult time advancing lead due to spinal fusion. As a result, physician decided to remove the lead during which contacts 1-3 were sheared off. Further surgical intervention might occur to remove the rest of the lead.